Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher is not moving in the forward motion properly. This occurred during decontamination sterile processing. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher sn (B)(6) by chemtronics on 28 april 2020 revealed that the device was not moving forward properly. The ratchet handle was not working. Product repair: repair of the device was performed by chemtronics on 4 may 2020 which included replacement of the following: dismantling the handle and removing accumulated debris on the ratchet head gear and reassemble the ratchet handle the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.